Manufacturer narrative:
(B)(4). The other three perclose proglide devices are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: the device was returned for analysis. The reported bent guide was confirmed. The reported no pulsatile flow observed coming from the marker lumen was not confirmed. Difficulty to insert into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using 4 proglide devices via a 6f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred with the first proglide device. A second proglide device was attempted; however, the guide bent, difficulty during insertion was experienced and no pulsatile flow from the marker lumen was established. A third proglide device was attempted and no pulsatile flow was noted from the marker lumen. The device was flushed and re-inserted. The proglide device was deployed; however, the sutures did not deploy properly and were cut in order to be removed from the patient anatomy. A 4th proglide device was attempted and a cuff miss occurred. All proglide device marker lumens were flushed prior to use without issue. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.